Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial numbers or cartridge serial numbers were not provided.

Event description:
Customer reported receiving two false positive results on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sns, lot number and reader sn not provided). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer states subsequent cue covid-19 tests provided negative results as well (exact dates and frequency not provided). Customer tested negative on an unknown date with two sars-cov-2 pcr tests and one covid-19 rapid test (brand/manufacturer not specified). Customer had no symptoms and states the cartridges may have been exposed to higher (80's f) temperatures.